Event description:
Us complainant reported the patient was on impella rp flex support and there were placement signal not reliable alarms. Support continued. No known patient harm or injury.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The product was not returned. In the data logs, the placement signal is noisy throughout the whole case. During the time of the placement signal alarms over three hours, they are in suction conditions. The cvp is negative, signal not reliable slightly decreases, contrast slightly decreases, and gain, light and lamp are stable. Once the patient is out of the suction conditions, the placement signal alarms resolve. There are no hard failures seen. The root cause of the optical signal issue is most likely due to the patients condition. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.